Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the report of the device not powering was verified during evaluation. Monitor board was replaced to remedy the issue. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.